Manufacturer narrative:
(Add concomitant products omitted on initial & remove ni, 11/19/2022). A2: correction to date of birth (reported as (B)(6) 1967 on initial). B5: correct quantity to one (1) large volume folfusor ¿was not infusing¿ (reported as two on initial). Remove the statement: ¿however, the patient noticed that there was no infusion again¿ (issue pertains to only one device). B5 add: the patient was connected at 12 noon on friday and when they arrived on saturday around 1pm the bottle was still full. The device contained piperacillin/tazobactam 13.5g plus citrate buffer in 230ml 0.9% sodium chloride (omitted on initial). H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from june 17, 2020 - june 21, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through two (2) large volume folfusors. The patient did not receive the antibiotic infusion as there was no flow when connected. In attempt to resolve this issue, another device was connected; however, the patient noticed that there was no infusion again. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.